Event description:
Customer reported she just got out of the hospital and was trying to put it back on. Customer stated she inserted a new battery and it was all rest. Customer did not have settings so was advised to contact her doctor customer's blood glucose was 228 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.